Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received excessive unexpected restart alarms. Customer reported that insulin pump was not stored or not in use for an extended period of time. Insulin pump was also showing that reservoir was empty when it was. Alarm history showed an external ram crc error alarm. Customer's blood glucose was 166 mg/dl. Troubleshooting was performed.